Manufacturer narrative:
Additional information: one actual sample and one photograph were received for evaluation. A visual inspection with naked eye noted a female connector separated from the main body. There was evidence of the insert chip was present on the female connector at the time of assembly. The reported condition was verified. The cause of the event was caused by inadequate solvent to the insert chip during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a transfer set and an empty drain bag. This occurred during after use of the device for peritoneal dialysis therapy. The connection issue was further described as ¿the unit was threading off against the patient; the black part (female connector) slides off on the wrong place¿. No leak or damage was observed on the transfer set. The transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.